Manufacturer narrative:
No sample was returned for eval and no lot # info was provided for device history review. A previous study found that excessive force (>6lbs) was required to be applied to the cannula above what is normally experienced (1-2 lbs) in the procedure for breakage to result. An analysis of the labeling found the following: caution: needles are not intended to penetrate bone. If resistance is encountered, verify needle position. Do not push into bone; this may cause needle to bend or break. Replace needle if cannula, or point is damaged. Baseline report previously filed.